Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported "the top has broken off as we are trying to remove it over the PICC. There was no harm to the patient and although the introducer was able to be removed it was just with difficulty." The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported "the top has broken off as we are trying to remove it over the PICC. There was no harm to the patient and although the introducer was able to be removed it was just with difficulty." The patient's condition is reported as fine.